Event description:
A bd pegasus intravenous catheter was found to be separated after the pt had received an intravenous infusion. The broken piece of catheter was unable to be found. The pt underwent an imaging study/x-ray and the catheter was not observed.

Manufacturer narrative:
A sample has been requested. If a sample is returned, a supplemental report will be filed upon completion of the investigation